Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the single user was unable to login to the station. A technical support specialist (tss) received the case in the queue and contacted the customer to confirm the login error on the ER stations. The tss spoke with customer, who confirmed that the issue had already been resolved and users were able to log in successfully. The customer reported no further concerns and agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server had single user unable to login to the station. The customer stated that the login issue may leads to reportable event. However, there were no delay to patient care and adverse events or injuries reported based on this incident.